Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced mesh exposure requiring revision and cystoscopy under general anesthesia, dyspareunia, further mesh exposure and stress urinary incontinence. Excision of mesh and cystoscopy with bulking argent was performed.